Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and fell. The patient completed a remote interrogation and boston scientific technical services (ts) referred the patient to their physician for review of the data. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen for in clinic follow up. Review of stored device memory noted an episode of ventricular tachycardia (vt) that corresponded with the syncope. The patient sustained bruises and scratches from the fall. The physician plans to continue monitoring and consider medication changes if any additional episodes occur.